Event description:
This medial device report is being submitted due to a similar issue that was originally reported in MDR report, FDA # 9616389-2013-00003. This new occurrence is being investigated to determine if it is the same issue or a different issue. Agfa is currently reporting this event as a (B)(4) occurrence for the unintended movement issue when using a dx-d100 mobile unit. A agfa customer support engineer (cse) was upgrading the customer's dx-d100 unit with (B)(4). After receiving a message stating a successful upgrade, the cse proceeded to test the unit. The cse turned the system on with the handle depressed and successfully activated the buzzer. As he attempted to move the unit forward, the unit rapidly moved in reverse versus forward. As the unit was being tested in a small area, the unit quickly pinned the cse against the wall. The cse released the cart handle and the unit stopped movement. When he tried to move the unit again, the unit would not move forward on its own power. The cse checked the dead man sensitivity voltages and both were at 2.5vdc. The cse attempted to upgrade the unit again with (B)(4) and again, he received the same message of a successful upgrade. When he re-tested the unit, the same erratic movement occurred. The cse consulted with agfa support and attempted to downgrade the unit's firmware but was also unsuccessful. Fortunately, the customer still had the original digital motion control (dmc) board. The cse re-installed the original dmc board and the unit worked normally. The customer is currently using the unit with no issues. A replacement dmc board rev h has been ordered to replace the problem dmc board. Agfa is working with sedecal on the technical aspects and investigation of this complaint . Unintended movement of dx-d100s has already been communicated for a reportable correction to the FDA: FDA reference # z-1487-13. No patient or user was injured during this event.

Manufacturer narrative:
.

Event description:
This medial device report is being submitted as a follow-up report with new information discovered while investigating the previously described problem. The issue was originally reported as unintended movement during customer use. After evaluation by sedecal and agfa, it has been determined to be a different issue. During the upgrade procedure of a dx-d100 device to the new digital motion control (dmc) board, a field service engineer can potentially make a short circuit during the service activity and damage the dmc board, causing an unintended movement. The failure would immediately be detected prior to the successful completion of atp (acceptance test protocol) service activity. No customers or patients are involved at this stage of the unit upgrade because the atp must be successfully completed prior to placing the dx-d100 back into operation for customer use. A problem record was created, (B)(6) 2014, to document this new issue for an unintended movement of dx-d100 systems: (B)(4).

Event description:
This follow-up report is being submitted to report that a cfr part 806 report was submitted on may 29, 2015 to the atlanta district, agfa reference: agfa healthcare 9616389-05-29-2015-001-c ((B)(4)). Urgent field safety notices were sent to all affected consignees and mandatory service was initiated to implement the correction for updating the digital motion control (dmc) firmware (B)(4) and protecting the dmc board against damages. The mandatory service bulletin also provided information for mounting of a new resistive arrestor strap. Scheduling for customer upgrades and service activity will begin june 2015.